Event description:
The complainant reported that the patient on impella cp support developed oozing from the impella access site. Manual pressure was held, and hemostasis obtained. The site was re-dressed and angle matching per protocol was done. The access site started to ooze again. The site was saturated. One unit of packed red blood cells was transfused. The patient eventually expired while on impella support. Upon review by abiomed's medical safety officer, there is not enough information to associate the use of the device with the patient¿s outcome.

Manufacturer narrative:
The impella device was not received from the customer and therefore,¿an evaluation of the device was not possible. Upon investigation closure, a supplemental manufacturer device report will be filed. As noted in the impella instructions for use: impella cp with smart assist system section: general patient care considerations ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output use of the repositioning sheath and peel-away introducer ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Manufacturer narrative:
The investigation of access site bleeding has been completed. The impella device was not returned for evaluation. The root cause of the access site bleeding was most likely due to anticoagulation management since the act were above the range limit.